Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation of the device, lead noise was noted on the right ventricular lead. The noise was not inhibiting pacing and was not reproducible. The patient was stable and would continue to be monitored.

Event description:
New information noted that lead noise was found on the lead on (B)(6) 2019. Lead integrity issue was suspected. No intervention is planned.